Event description:
It was reported to boston scientific corporation that the therapeutic hydrothermal ablation (hta) heater canister heated in about one min and did not cool down. According to the complainant, it took a long time for the hta heater canister to cool down. No pt involvement, therefore, pt age, sex and weight are not applicable.

Manufacturer narrative:
The device has not been received by this MFR. An eval has not been performed; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event.